Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number (B)(6) was returned for evaluation. Visual evaluation of the returned device noted no problems. The returned device was assembled with an ar-6420 lot# z4011, an ar-6425 lot# x0101, and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The device was run for 36 minutes with no issues. No sudden changes in pressure were noted during functional testing. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a facility representative via (B)(4) that an ar-6480 dualwave¿ arthroscopy fluid management system has an unstable pressure change. There was no patient injury during the case. There was no additional information was provided, and additional information has been requested. On (B)(6) 2024, additional information was provided, where it was reported that this event occurred in june during an unknown procedure where an ar-6411 and an ar-6421 arthrex tubing were used with the pump. The pump settings at the time of the event.

Manufacturer narrative:
The complaint is not confirmed. Unable to replicate the reported issue. During evaluation, ar-6480 dw, arthroscopy pump, ran for 1 hour at different rpms with no unstable pressure changes. Although the inflow motor is stable during rpm changes, it performs below specification and requires replacement. Physical damage was found to the top cover, bottom cover, bezel, and the serial label. Confirmed unit software version is v1.8 rev. 24. Unit is missing qty 4 power cords/cables, qty 4 rubber bumpers. See vendor evaluation